Event description:
The customer reported the system is displaying a generator error and a communication error when fluoro exposure was attempted. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5v power supply. System operates as intended. (B) (4).